Manufacturer narrative:
Product analysis: the fractured distal segment of the spiderfx device was returned in a sterile specimen cup with tape covering the top. Inspection of the spiderfx revealed the capture wire distal end had fractured into two segments. One segment contained the distal tip and the spiderfx filter; the second segment was returned loaded onto the hawkone rotating distal tip. The proximal portion of the capture wire was not returned. The distal segment measured approximately 5.5 cm in length. Multiple bends were noted throughout the distal end of the wire; additionally, a bend was noted in the wire located within the filter. Microscopic inspection of the second segment revealed it was located at the distal apex of the guidewire lumen zipper tear in the rotating distal tip. The segment was removed, and a bend was noted where the device had been inserted. The segment measured approximately 3.0 cm in length; 1.0cm had been loaded onto the hawkone. The fracture face of the capture wire was ductile in nature. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone s with a 6fr sheath and spider fx embolic protection device during treatment of a 50mm plaque lesion in the patients mid left popliteal artery & tibial/popliteal trunk. Vessel diameter reported as 4mm. Slight calcification and moderate tortuosity are reported. Lesion exhibited 80% stenosis. IFU was followed. Device prepped without issue. Pre-dilation was not performed. It is reported severe resistance was encountered during withdrawal. The device hung up on the sheath tip during removal resulting in tip detachments. The tip did not separate at the hinge pin. All items which were in the body (including the spider fx) were removed as one unit. Cut down surgery was performed to remove the device tip (nosecone) from the patient at the groin. The patient is reported to be doing fine.